Manufacturer narrative:
The location of the infection site was not conveyed and no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of all implanted devices. Based on the documents reviewed, the source of the infection could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-00588. It was reported that patient experienced infection. As a result, surgical intervention was undertaken on 1 nov 2012, wherein the entire system was explanted.